Manufacturer narrative:
The analysis did show that the bearings have been gritty and the burr slipped in the clamping system. Both is the result of the wear process. The heat up was reproducible during test run. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. It contains also a note that the handpiece should not touch soft tissue during the treatment. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment on tooth #14 the handpiece got hot and burned the pt on upper lip to the size of 2mm x 3mm. Pt received some vitamine e oil for the burn. No medical care was necessary.